Event description:
The caller reported that the patient accidentally administered insulin while attached to the tubing and could not remember how many units were delivered. The issue was due to user error and while the impact on the patient's blood glucose levels was not specified, the caller declined to confirm if the levels were outside the normal range. The patient removed the tubing from the site and restarted the process, resolving the issue. There was no need for further assistance as the customer successfully resumed insulin delivery.